Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The perclose proglide electronic instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site.

Event description:
User facility medwatch report ((B)(4)) was received stating: during cardiac procedure, the proglide closure device would not release from the patient's right femoral artery. The device needed to be removed surgically. What was the original intended procedure: coronary angiography, left heart catheterization, left ventricular angiography, drug-eluting stent implantation, proximal left anterior descending. The facility reporter was subsequently contacted and additional information was received: there was moderate calcification at the right common femoral artery access site. The device would not release from the patient as it was caught in calcification in the artery. A cut down was performed to remove the device and achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.